Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis were stuck on updates. The field service engineer found, the system initially was stuck on updates and experiencing multiple reboots, which may have caused the screen to go black and the system to malfunction. The service engineer reseated the aio and hard drive, checked the connections for all usb devices, and rebooted the system. The admin/app screen appeared with two logins for the app. Following csc's advice, the engineer replaced the hard drive, imaged it, and restored the system to full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system that the pyxis were stuck on updates. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.